Event description:
It was reported that the target lesion was in the mid to distal lad with moderate calcification. Pre-dilatation was performed and a penta 2.5 stent was implanted in the distal lad. Another penta 2.5 was also implanted distal to the mid lad, and a dissection occurred at the proximal edge of the stent. A penta 2.75 x 08mm was advanced into the dissection, but it caught on the stent or calcification and would not cross. Another company's stent crossed the lesion and was deployed. No pt effects were reported.